Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2009 (age, gender and weight unknown). According to the complainant, with the guidewire in place, resistance was felt when deploying the stent. The stent could not be fully deployed or reconstrained. The entire device and the scope where removed from the patient. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed. No issues were noted with the profile of the stent. It was noted that the distal handle had not been fully retracted for stent deployment and the outer sheath was only partially retracted. The outer sheath was kinked adjacent to the reconstrainment band. During analysis some resistance was noted during retraction of the outer sheath. The inner lumen was observed through the clear outer sheath to kink when the distal handle was fully retracted. The shaft was dissected and the inner lumen was withdrawn. The inner lumen was confirmed to be kinked. No other issues were noted. A labeling review identified that the device was used per the directions for use. Manufacturing records confirmed that all units shipped for this batch conformed to the specifications. There have been no other similar complaints reported for this particular batch. As a result of this investigation, this complaint will be assigned the most probable root cause of operational context.

Event description:
It was reported to boston scientific corp that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009. According to the complainant, with the guidewire in place, resistance was felt when deploying the stent. The stent could not be fully deployed or reconstrained. The entire device and the scope were removed from the pt. The procedure was completed with another wallflex biliary rx covered stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(Partial deployment), (reconstrain, unable to). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.